Event description:
Baxter reported the patient needed to have the transfer set replaced, because it was leaking due to the blue adapter detached. There was no information available on how long the set was in place, except that it was less than six months old. There was no patient injury or medical intervention associcated with this incident according to baxter.